Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1dwwk serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead h6: all codes apply to both ins and lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported that the patient had an infection and had to have the device removed on (B)(6) 2017, the onset of infection was not known. No further complications were reported or are anticipated.